Event description:
It was reported to depuy acromed that a patient wearing a universal tong during a MRI scan, complained about pain and burning around their head. The scan was stopped and there were no adverse consequences to the patient. Further information revealed that the hospital recently upgraded the MRI computer system which caused it to be more powerful than what the tong was designed to withstand. A complaint history analysis was performed and no other complaints have been reported for this part number. The part was not returned for evaluation.